Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2014. The returned pad-pak history record was reviewed, which showed the returned pad-pak as 1 of 200 manufactured on the (B)(6) 2017, 199 of which were shipped to heartsine llc on the (B)(6) 2017. Upon receipt the returned pad-pak (expiry february 2022) was found to be significantly depleted, as per the reported fault. Further investigation revealed that each of the individual cells were uniformly depleted, which would indicate the depletion had been due to an external load. The sam 350p device performed to specification throughout testing at heartsine. No excess current drain was identified and no fault was identified on the membrane, pogo-pins or pcba that would have led to the depletion of the returned pad-pak before expiry. The device was returned alongside another sam 350p with the same reported fault of low battery prompts. That investigation revealed the device had depleted two pad-paks due to corrosion on the membrane tail. Given no fault identified on the device investigated in this report and the significant voltage drop during the low battery fails, this would suggest that the returned pad-pak was one of those depleted by the other device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Battery depleted before expiry.

Event description:
Battery depleted before expiry.